Manufacturer narrative:
H4: the lot was manufactured on april 2024. H11: the actual device was received for evaluation and retention samples were evaluated. Visual inspection was performed on the actual sample and a damaged filter component was observed. Visual inspection was performed on the retention samples and no obvious issue/damage were detected. The retention samples were gravity and leak tested with no observed leaks. The reported condition was verified on the actual sample; however, not verified on the retention samples. The cause of the condition was due to the material used in the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the filter of an extension set had disintegrated. This was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.